Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED.

Event description:
THE FARAWAVE ABLATION CATHETER WAS USED FOR THE PULSE FIELD ABLATION (PFA) PROCEDURE. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A HEART BLOCK. THE PATIENT WAS IN A SINUS BRADYCARDIA DURING THE BEGINNING OF THE PROCEDURE. PRE-MAPPING WAS MADE WITH A NON-BSC SYSTEM AND THE FARAWAVE ABLATION CATHETER WAS USED ON THE PULMONARY VEIN ISOLATION AND POSTERIOR WALL ISOLATION. PES WAS PERFORMED AND THE PATIENT'S RHYTHM WENT TO TYPICAL FLUTTER. THE PHYSICIAN ELECTED TO USE THE FARAWAVE CATHETER FOR A CTI LINE. NITROGLYCOL WAS ADMINISTERED TO THE RIGHT ATRIUM PRIOR TO THE PFA DELIVERY. IT WAS NOTED THAT THE PATIENT HAD A RECENT HISTORY OF TAVR VALVE PLACEMENT AND HAD PREVIOUS 12-LEAD ECG EVIDENCE OF VARIOUS HEART BLOCK, ATRIAL FIBRILLATION (A FIB), AND ATRIA FLUTTER. A TEMPORARY PACEMAKER WAS PLACED IN THE PATIENT AND THEY WERE ADMITTED TO A HOSPITAL FOR OBSERVATION. DURING THE PACEMAKER INSERTION, THE PATIENT INTERMITTENTLY REESTABLISHED AV SYNCHRONY AND SINUS CONDUCTION. THE PATIENT LEFT THE ROOM IN STABLE MEDICAL CONDITION UNDER CARE OF ANESTHESIA AND EXPECTED TO RECOVER. THE DEVICE IS NOT EXPECTED TO BE RETURNED AS IT WAS DISPOSED.

Manufacturer narrative:
THIS SUPPLEMENTAL REPORT IS BEING SUBMITTED WITH AN UPDATE TO SECTIONS: D2A COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION E4 INIT RPTR ALSO SENT REP TO FDA H6 IMPACT CODES.

Event description:
THE FARAWAVE ABLATION CATHETER WAS USED FOR THE PULSE FIELD ABLATION (PFA) PROCEDURE. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A HEART BLOCK. THE PATIENT WAS IN A SINUS BRADYCARDIA DURING THE BEGINNING OF THE PROCEDURE. PRE-MAPPING WAS MADE WITH A NON-BSC SYSTEM AND THE FARAWAVE ABLATION CATHETER WAS USED ON THE PULMONARY VEIN ISOLATION AND POSTERIOR WALL ISOLATION. PES WAS PERFORMED AND THE PATIENT'S RHTHYM WENT TO TYPICAL FLUTTER. THE PHYSICIAN ELECTED TO USE THE FARAWAVE CATHETER FOR A CTI LINE. NITROGLYCOL WAS ADMINISTERED TO THE RIGHT ATRIUM PRIOR TO THE PFA DELIVERY. IT WAS NOTED THAT THE PATIENT HAD A RECENT HISTORY OF TAVR VALVE PLACEMENT AND HAD PREVIOUS 12-LEAD ECG EVIDENCE OF VARIOUS HEART BLOCK, ATRIAL FIBRILLATION (A FIB), AND ATRIA FLUTTER. A TEMPORARY PACEMAKER WAS PLACED IN THE PATIENT AND THEY WERE ADMITTED TO A HOSPITAL FOR OBSERVATION. DURING THE PACEMAKER INSERTION, THE PATIENT INTERMITTENTLY REESTABLISHED AV SYNCHRONY AND SINUS CONDUCTION. THE PATIENT LEFT THE ROOM IN STABLE MEDICAL CONDITION UNDER CARE OF ANESTHESIA AND EXPECTED TO RECOVER. THE DEVICE IS NOT EXPECTED TO BE RETURNED AS IT WAS DISPOSED.

Event description:
THE FARAWAVE ABLATION CATHETER WAS USED FOR THE PULSE FIELD ABLATION (PFA) PROCEDURE. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A HEART BLOCK. THE PATIENT WAS IN A SINUS BRADYCARDIA DURING THE BEGINNING OF THE PROCEDURE. PRE-MAPPING WAS MADE WITH A NON-BSC SYSTEM AND THE FARAWAVE ABLATION CATHETER WAS USED ON THE PULMONARY VEIN ISOLATION AND POSTERIOR WALL ISOLATION. PES WAS PERFORMED AND THE PATIENT'S RHTHYM WENT TO TYPICAL FLUTTER. THE PHYSICIAN ELECTED TO USE THE FARAWAVE CATHETER FOR A CTI LINE. NITROGLYCOL WAS ADMINISTERED TO THE RIGHT ATRIUM PRIOR TO THE PFA DELIVERY. IT WAS NOTED THAT THE PATIENT HAD A RECENT HISTORY OF TAVR VALVE PLACEMENT AND HAD PREVIOUS 12-LEAD ECG EVIDENCE OF VARIOUS HEART BLOCK, ATRIAL FIBRILLATION (A FIB), AND ATRIA FLUTTER. A TEMPORARY PACEMAKER WAS PLACED IN THE PATIENT AND THEY WERE ADMITTED TO A HOSPITAL FOR OBSERVATION. DURING THE PACEMAKER INSERTION, THE PATIENT INTERMITTENTLY REESTABLISHED AV SYNCHRONY AND SINUS CONDUCTION. THE PATIENT LEFT THE ROOM IN STABLE MEDICAL CONDITION UNDER CARE OF ANESTHESIA AND EXPECTED TO RECOVER. THE DEVICE IS NOT EXPECTED TO BE RETURNED AS IT WAS DISPOSED.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION, BUT IT WAS NOT AVAILABLE BECAUSE IT WAS UNABLE TO BE OBTAINED. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION.

Event description:
THE FARAWAVE ABLATION CATHETER WAS USED FOR THE PULSE FIELD ABLATION (PFA) PROCEDURE. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A HEART BLOCK. THE PATIENT WAS IN A SINUS BRADYCARDIA DURING THE BEGINNING OF THE PROCEDURE. PRE-MAPPING WAS MADE WITH A NON-BSC SYSTEM AND THE FARAWAVE ABLATION CATHETER WAS USED ON THE PULMONARY VEIN ISOLATION AND POSTERIOR WALL ISOLATION. PES WAS PERFORMED AND THE PATIENT'S RHTHYM WENT TO TYPICAL FLUTTER. THE PHYSICIAN ELECTED TO USE THE FARAWAVE CATHETER FOR A CTI LINE. NITROGLYCOL WAS ADMINISTERED TO THE RIGHT ATRIUM PRIOR TO THE PFA DELIVERY. IT WAS NOTED THAT THE PATIENT HAD A RECENT HISTORY OF TAVR VALVE PLACEMENT AND HAD PREVIOUS 12-LEAD ECG EVIDENCE OF VARIOUS HEART BLOCK, ATRIAL FIBRILLATION (A FIB), AND ATRIA FLUTTER. A TEMPORARY PACEMAKER WAS PLACED IN THE PATIENT AND THEY WERE ADMITTED TO A HOSPITAL FOR OBSERVATION. DURING THE PACEMAKER INSERTION, THE PATIENT INTERMITTENTLY REESTABLISHED AV SYNCHRONY AND SINUS CONDUCTION. THE PATIENT LEFT THE ROOM IN STABLE MEDICAL CONDITION UNDER CARE OF ANESTHESIA AND EXPECTED TO RECOVER. THE DEVICE IS NOT EXPECTED TO BE RETURNED AS IT WAS DISPOSED.IT WAS FURTHER REPORTED THE PATIENT EXPERIENCED A SIGNIFICANT NEUROLOGIC ISSUE DURING THE PULSE FIELD ABLATION. NEUROSURGERY WAS CONSULTED TO PERFORM A CRANIAL BURR TO RELIEVE INTRACRANIAL PRESSURE. THE PATIENT DIED ON AN UNREPORTED DATE OF UNREPORTED CAUSES.

Event description:
The Farawave ablation catheter was used for the pulse field ablation (pfa) procedure. It was reported that the patient experienced a heart block. The patient was in a sinus bradycardia during the beginning of the procedure. Pre-mapping was made with a non-BSC system and the Farawave ablation catheter was used on the pulmonary vein isolation and posterior wall isolation. PES was performed and the patient's rhthym went to typical flutter. The Physician elected to use the farawave catheter for a CTI line. Nitroglycol was administered to the right atrium prior to the pfa delivery. It was noted that the patient had a recent history of TAVR valve placement and had previous 12-lead ECG evidence of various heart block, atrial fibrillation (A Fib), and atria flutter. A temporary pacemaker was placed in the patient and they were admitted to a hospital for observation. During the pacemaker insertion, the patient intermittently reestablished AV synchrony and sinus conduction. The patient left the room in stable medical condition under care of anesthesia and expected to recover. The device is not expected to be returned as it was disposed.It was further reported the patient experienced a significant neurologic issue during the pulse field ablation. Neurosurgery was consulted to perform a cranial burr to relieve intracranial pressure. The patient died on an unreported date of unreported causes.

Manufacturer narrative:
D2A COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION.THIS SUPPLEMENTAL REPORT IS BEING SUBMITTED WITH AN UPDATE TO SECTIONS: A2 PATIENT IDENTIFIERA3A SEXA3B GENDERB2 OUTCOMES ATTRIB TO ADV EVENTB5 DESCRIBE EVENT OR PROBLEME1 INITIAL REPORTER TITLEG2 REPORT SOURCE H1 TYPE OF REPORTABLE EVENTH6 PATIENT CODESH6 IMPACT CODES

Manufacturer narrative:
D2a Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation.We are unable to provide the complete Unique Identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.This supplemental report is being submitted with an update to sections: A2 Patient IdentifierA3a SexA3b GenderB2 Outcomes Attrib to Adv EventB5 Describe Event or ProblemE1 Initial Reporter TitleG2 Report Source H1 Type of Reportable EventH6 Patient CodesH6 Impact Codes.With all the available information, Boston Scientific (BSC) concludes:Device History Record ReviewThe batch number was not reported for this FARAWAVE catheter. A ship history was performed based on the device UPN #M004PF41M401 to identify the most recently shipped batches to the customer. A review was completed of the Device History Records (DHR) for the FARAWAVE catheter lots # 37389707, 37357567, 37160863. All devices from these lots were processed through all normal operation conditions and passed all acceptance activities. The DHR reviews did not identify any deviations or non-conformances that could contribute to the event. Device Technical AnalysisThe FARAWAVE catheter was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling ReviewReview of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The FARAWAVE catheter IFU lists heart block, atrial flutter, neurologic complication, and death as known potential adverse events associated with the use of the device. Risk ReviewA review of the FARAWAVE Catheter Hazard Analysis and Risk Thresholds was completed and confirmed that the events of heart block, atrial flutter, neurologic complication, and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion BSC has assigned an investigation conclusion code of Cause Not Established. It was reported that a FARAWAVE catheter was used during a pulse field ablation which included Cavo tricuspid isolation the patient experienced heart block requiring implantation of a pacemaker. A neurologic issue occurred during the pulse field ablation procedure and neurosurgery was performed. The patient died on an unreported date of unreported causes. Based on the available information the underlying mechanism responsible for the neurologic event or death could not be conclusively established. Heart block, atrial flutter, neurologic complication, and death is a known potential adverse event associated with the use of the FARAWAVE catheter.